Event description:
The customer reported that the insulin pump had a button error alarm. Troubleshooting was performed. The caller stated that she may attempt to press the buttons the least amount possible to avoid another button error, and she will treat with manual injections. The customer stated that she experienced low blood glucose of 22mg/dl and had to call the paramedics. The customer mentioned that she was unconscious. The caller was experiencing unexplained low glucose for two to three weeks. During the call, the insulin pump alarmed again a button error. Advised the caller that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with button error alarm due to a corroded keypad trace.